Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately end of the year 2022.

Event description:
It was reported that the patient had difficulty charging the ipg due to its being displaced in the pocket. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned.